Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) device smelled burnt and pumping stopped. The screen then continued to show the spinning circle that appears when the device is activated. The power switch was not turned off when pressed, so the hospital staff removed the battery and forcefully turned off the power. There was patient involvement and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name (B)(6).

Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the unit. The unit was brought back to the service facility for further assessment. The fse confirmed that both the power management board and the solenoid control board were damaged. These components were replaced after which a long-term operational test was performed to verify proper function. The device operated without issues. The fse then completed all checks in accordance with the service manual and the unit met. The manufacturers specifications. The failure analysis and testing department received the following components associated with this complaint solenoid control board power management board. These parts were received with a reported unit failure message of device stopped working by a burnt smell. The failure analysis and testing department performed a visual inspection and observed the following. The solenoid control board was damaged around components cr22 and c11 refer to attached pictures for reference. The power management board showed no visible physical damage and was considered suitable for further functional evaluation utilizing the cardiosave test fixture due to the burnt condition of the solenoid control board further investigation of this part could not be performed on the cardiosave test fixture. The power management board was installed into the cardiosave test fixture sn: (B)(6) and tested per factory acceptance criteria in accordance with revision f cardiosave service manual. During functional testing the fat department observed the following the cardiosave test fixture powered on automatically without pressing the on off switch the fat department successfully replicated the failure message for the solenoid control board. The solenoid control board failed testing due to confirmed burnt components and lack of functionality. The power management board did not replicate the original failure message however power control worked abnormal and therefore failed functional testing power management board failed testing. The solenoid control board will be retained within the fat department due to burnt condition per procedure. The power management board will be returned to the supplier for advanced root cause analysis and further investigation per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, we brought the device back into the company and confirmed that the power management board (d670-00-1162) and solenoid control board (d670-00-1161) were damaged. Fse replaced the above two boards and performed a long-term running test to confirm that it worked without any problems. Fse performed a check based on the service manual and the results were good.